Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specifications. Device analysis and a review of the images have not been completed. They will be completed in a supplemental report.

Event description:
It was reported that the physician implanted a 25mm gore helex septal occluder to close an asd (atrial septal defect). The pt had a small atrial chamber. Two and a half weeks later the device was explanted because the small chamber size did not allow the right disc to lie flat against the septum. The right disc displayed away from the septum which allowed a shunt through the device. Following the transcatheter removal, a new occluder was implanted. The pt was doing well following the procedure.